Event description:
The patient experienced numbness in her leg and involuntary muscle extension that has appeared since the pump was removed on (B)(6)2010. The patient's catheter was left implanted. She had multiple problems with her back and was scheduled to have another surgery to place eight screws in her back.

Manufacturer narrative:
(B)(4)